Manufacturer narrative:
The reported issue that the pcu when powered on began sizzling from fluid on the iui connector was not duplicated during the investigation; however the left iui connector was confirmed to have thermal damage. The left iui connector had green colored corrosion within the interior section were the pins are encompassed by the body of the connector. The fluid that caused the presence of corrosion was not identified. It is suspect that cleaning practices may have led to the incident having left wet fluid on the interior section of the left iui connector. The left iui connector age was only 7 months old and was the original installed during manufacturing. The pcu event log did not record on the reported incident date that a module was attached to the pcu when it was powered on. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported fluid on the iui connector and that the device "started sizzling" prior to patient use. The customer confirmed that no smoke or fire was observed. There was no report of patient involvement.